Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of dermatitis ('dermatitis') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced dermatitis (seriousness criteria medically significant and intervention required), headache ("headaches") and migraine ("migraine") and was found to have weight increased ("weight gain"). The patient was treated with surgery (essure removed). Essure was removed. At the time of the report, the dermatitis, weight increased, headache and migraine outcome was unknown. The reporter considered dermatitis, headache, migraine and weight increased to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: weight gain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received. New event headache and migraine added. New reporter added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.